Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 328 mg/dl. The customer experienced sweating and dry heaves. The customer stated that she changed the infusion set the day before the event, and when the infusion set was removed, there was no cannula. The nurses didn't feel that it broke off inside the customer's body. They felt that the cannula was never there. The customer changed the infusion set, and her blood glucose levels went back to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.